Event description:
It was reported that prior to use on the pt for an unk procedure, the device was loose on the instrument and came off easily. The cartridge did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.